Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which contained the following information: an unknown issue was reported while using the adc freestyle libre reader. The medwatch report noted "death", however, no further information was provided. Attempts by adc to obtain additional information from the FDA regarding the medical event have been unsuccessful, and no contact information was provided by the reporter. Therefore, at this time, there is no indication that the product caused or contributed to the reported death. If additional information is received, a follow up report will be provided.